Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "we have lately been receiving sets of sodium citrate phials (ref "363083") that have been filling beyond the visible line near the tops of the phials. I am just wondering at what point is the phial considered to be "overfilled" beyond the ratio of 9:1 (blood/na-cit)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: "we have lately been receiving sets of sodium citrate phials (ref (B)(4) that have been filling beyond the visible line near the tops of the phials. I am just wondering at what point is the phial considered to be "overfilled" beyond the ratio of 9:1 (blood/na-cit)."